Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device freezes during the power on self test. There was no reported patient involvement.